Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that while trying to reach the left side of the nose for the manual scan of the registration, the arm was fully extended and a communication error occurred. The robot shut down and was restarted. Since the registration was not complete, it needed to be redone.

Event description:
It was reported that while trying to reach the left side of the nose for the manual scan of the registration, the arm was fully extended and a communication error occurred. The robot shut down and was restarted. Since the registration was not complete, it needed to be redone.

Manufacturer narrative:
It was reported that during the surgery a communication error occurred. The reporter precised that the robot arm was fully extended. The technical investigation indicated that a communication error occurred due to an excessive force applied on the robot arm which was too extended. As the IFU warns the user not to lean on the robot arm, this issue could have been avoided and can be considered as a use error.